Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient received multiple atp and hv therapy shocks due to the svt rhythms falling into vf zone. Reprogramming changes were recommended. No further information is available.